Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery out limit alarm during testing. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the insulin pump may have been exposed to moisture. Customer was wearing a bridesmaid dress and put the insulin pump in their shorts which may have been sweaty. Customer's blood glucose reading was 201 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer replaced the battery and the insulin pump started to work, however the up button did not work. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.